Event description:
Boston scientific crm received info regarding a procedure to implant an epicardial left ventricular lb) lead, difficulty was experienced implanting lead model 4047. While removing, pushed the button to open it up and went to pull it back, and it opened but the lead itself might have been wrapped around the introducer and created a hole on the heart since it was still stuck to the lead. While removing the introducer a hole was created on the heart as it was still stuck to the lead body. It appeared as though the introducer popped open but the lead was still stuck to the introducer. The surgeon sutured the hole and no adverse patient effects were reported. Another lv lead was implanted on the left atrium. Lead model 4047 was also not successfully implanted. The lead was cut and removed. The helix and tip remain on the patient's heart per normal standard of care. No adverse patient effects were reported as of 9/14/07.